Manufacturer narrative:
The event occurred in (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp on the transfer set was damaged during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and identified a broken light blue main body. Functional testing including leak testing, clear passage test and clamp function testing was performed with no issues. The reported condition of damaged was verified. The cause was the broken mainbody. Should additional relevant information become available, a supplemental report will be submitted.